Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure the flow rate of the s5 gas blender would not achieve the set parameter and displayed error message. The clinician elected to discontinue use of the gas blender. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during a procedure, the flow rate of the s5 gas blender would not achieve the set parameter and displayed an error message. The clinician elected to discontinue use of the gas blender. There was no report of pt injury.